Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the insulin gauge displayed inaccurate fill estimates intermittently. The customer's blood glucose reached 200 mg/dl. Reportedly, the customer loaded the cartridge and received an accurate fill estimate.